Manufacturer narrative:
Unit had a missing retainer. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test and self test. Unable to perform the displacement test and occlusion test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer also stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.